Event description:
It was reported to boston scientific corporation in 2005 that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the ptfe coating kinked and stripped off of the device. The procedure was successfully completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the approximately 5cm of the working length was corrugated and torn. The cause of the reported malfunction could not be determined.